Manufacturer narrative:
It was indicated that the iol is not being returned for evaluation as it was discarded therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) had deposits on it and there was patient contact however extent of patient contact is unknown. Additional information received confirmed that there were no unplanned incision enlargement, no serious patient injury, no unplanned suture(s), and no unplanned vitrectomy. The same procedure was completed successfully using a back-up lens with the same model and diopter size. The lens is not being returned as it was discarded. No further information is available.